Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after announcing a usual breakfast; cgm showed 203 mg/dl and bgm 209 mg/dl, with a reported peak of 254 mg/dl and elevated glucose for about two hours without use of backup therapy or ketone testing. Symptoms included hyperglycemia without acute complications. Outcomes included recovery to a blood glucose of 110 mg/dl without medical intervention. Investigation included review of the ilet report and user interview. Investigation of this case revealed no device alarms or malfunctions reported and no use of adjunctive therapies, with the event occurring during routine meal management while on ilet for approximately three weeks. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.